Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that the keypad was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was found to be peeling and thinning. The keypad was also cut and torn between the up arrow and down buttons. All of the keypad buttons were found to be unresponsive during testing. The bolus button was intact. The keypad was removed and there was evidence of contamination found under all of the button contacts. The up, down, and ok contacts were observed to be inverted. Unrelated to the complaint, the display was found to be dim and fading.